Event description:
The device was used during a cat spaying procedure. Reportedly, the wound dehisced. The surgeon reapplied a suture to correct the condition.

Manufacturer narrative:
The samples returned for investigation were expired; therefore no functional testing was performed. As the procedure date was unspecified, co was unable to determine if the product was expired at the time of use.